Event description:
It was reported that the pump battery was depleting too quickly, causing a shutdown. There was no adverse impact to the customer's blood glucose level. The customer resumed insulin use after receiving instructions to fully charge the battery and declined further follow-up to confirm if the issue was resolved.